Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that an eri message was seen. An impedance check was done and showed > 10,000 on electrodes 8 and 11. It was unknown if any factors led to the issue. The electrodes were programmed around. Surgery was planned, but it was not yet scheduled. No further complications were reported.